Event description:
It was reported that p-wave amplitude variation, lead noise, high pacing lead impedance and high capture thresholds were observed. Due to the patients health no intervention was performed. No adverse consequences were experienced by the patient and monitoring will continue.